Manufacturer narrative:
As of march 31, 2013, 23 patients out of 1146 syncardia tah-t patients have reported cannula tears, for an occurrence rate of (B)(4). Syncardia requested that the tah-t and cannulae be returned to syncardia for evaluation after the patient has been transplanted. Syncardia initiated a corrective action (CAPA) to investigate the root cause of tah-t cannula tears. The investigation is in process. The results of the investigation will be provided in a supplemental MDR.

Event description:
The patient was implanted with the syncardia temporary total artificial heart (tah-t) on (B)(6) 2012, supported by a companion 2 driver. This patient is an inpatient and was never discharged to home. On (B)(6) 2013, the customer reported that after 177 implant days, the patient's right cannula developed a crack and air leak at the end, proximal to the quick connector. The customer also reported that the hospital clinical staff repaired the cannula by wrapping self­ fusing silicone tape around the cannula to reinforce it. There was no negative impact on the patient during the cannula repair. The tah-t and companion 2 driver continued to perform their life-sustaining functions and provide adequate support to the patient.